Event description:
General report received of an unspecified number of undocumented incidents of separations. The male adapter of unspecified primary tubing sets were connected to the clave port of the extension tubing sets and were being used to deliver unspecified medications, at unspecified rates. After unspecified lengths of time, the customer contact reported that the clave ports separated from the semi-rigid female adapters of the extension tubing sets. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided, including if the extension tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported separations were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.